Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
This is a duplicate of (B)(4) with MDR # 3030677-2018-02737. The investigation is pending.